Event description:
The device involved in this MDR report was implanted in (B)(6) 2005; during scheduled f/u in (B)(6) 2006, a high battery impedance was displayed by the programmer upon interrogation; however, the magnet rate was at 96 ppm, i.c., at beginning of life.

Manufacturer narrative:
(B)(4), 2007: this event concerns a device that was manufactured and used outside the united states. The device analysis is pending. High battery impedance measurement.